Manufacturer narrative:
(B)(4). Batch # p9449d. Investigation summary: the device was returned with no apparent damage. Then the device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident. Next, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a video assisted thoracic surgery procedure, after using the device awhile, the surgeon complained that the instrument didn't close correctly. He could nevertheless continue to use it until the end of the procedures. There was no patient consequence.